Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there have been multiple events involving cracks in the barrel of the bd safetyglide¿ syringe with needle. There was no report of injury or medical intervention.

Manufacturer narrative:
A single 3ml assembled syringe was received by bd canaan and reported to be from batch #6111728 (p/n 305924). It was visually evaluated. The barrel had 2 short cracks running lengthwise between ½ and 2 marking. One of the cracks ran through the ½ and 1 markings. The print in those locations was not affected. DHR review for batch 6111728 (p/n 305924): manufacturing date: 4/20/2016 to 5/7/2016. Batch quantity was (B)(6). Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6111728 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Based on the sample evaluation: confirmed: bd canaan was able to confirm the customer's indicated failure. Potential root cause: based on the fact that the print was not affected by the cracks, it is likely that the barrel cracked after the printing process. It is possible to have occurred at one of the pinch points between the printing and the packaging processes during manufacturing. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time.